Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with a blood glucose value of approximately 400 mg/dl that did not decrease despite insulin dosing, leading to more frequent insulin changes and subsequent return to range after changing infusion supplies; no leaking, bent cannula, bleeding, or visible site issues were observed, and potential scar tissue or absorption issues were discussed. Symptoms included high blood glucose. Outcomes included no hospitalization and return to target range after troubleshooting. Investigation included user troubleshooting and education regarding infusion site and supply replacement. Investigation of this case revealed no device alarms or visible component failures, and the event was consistent with an insulin delivery or absorption issue not confirmed as a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.